Event description:
It was reported that a pta balloon was difficult to deflate. Reportedly, negative pressure was applied using several different inflation devices. However, the pta balloon would not deflate. Additional saline was injected into the device in attempt to decrease the viscosity of the contrast solution within the balloon. The pta balloon catheter was then manipulated backwards and forwards, while applying continuous negative pressure. The device then partially deflated and the balloon was retracted to the tip of the introducer sheath. The pta balloon dilatation catheter and introducer sheath were successfully removed simultaneously. Another introducer sheath was placed, and the procedure was completed without patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned for evaluation and the investigation is currently underway.